Manufacturer narrative:
The service found out that keyboard cable was interrupted, for this reason proceeded with its replacement. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that something happened to the pump.